Manufacturer narrative:
Weld broke on bracket that holds head section.

Event description:
Customer alleged that the weld on the deck has broken. This is the weld holding the bracket that in turn holds one motor and the control box.